Event description:
This epicardial IV lead was implanted on (B)(6) 2012. The impedance was 2000 ohms, threshold was 3.5v at 1.0 which was higher than at implant. The capped IV lead will be hooked back up. They are working with dr. (B)(6) at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).